Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo revealed the mac catheter which had been inserted into the patient while the reported complications occurred. The complaint of air embolism cannot be confirmed by the customer photo as there is no clear visual evidence that can confirm an air embolism occurred in relation to the device. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped devices in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection. Warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism or hemorrhage. If catheter introduction is delayed, temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination." The complaint of air embolism cannot be confirmed. The customer supplied photo did not provide any clear visual evidence which could confirm an air embolism occurred in relation to the device. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. The instructions for use (IFU) warns the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped devices in central venous puncture site... Hemostasis valve must be occluded at all times to reduce the risk of air embolism." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient begin having complications 1 day post insertion after heart surgery. She had the mac, a peripheral IV and her chest tubes were just removed. She suddenly became hypoxic and ultrasound showed turbulent flow to the heart. The mac was not in use and appeared to be properly dressed and clamped off. The mac was removed." Additional information: "the doctor did not officially diagnose an air embolism. He believed there was one and noticed a change in the patient's neurological response. The patient is no longer under his care so he wasn't able to answer additional questions on her condition for me."

Manufacturer narrative:
Qn#(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the patient begin having complications 1 day post insertion after heart surgery. She had the mac, a peripheral IV and her chest tubes were just removed. She suddenly became hypoxic and ultrasound showed turbulent flow to the heart. The mac was not in use and appeared to be properly dressed and clamped off. The mac was removed." Additional information: "the doctor did not officially diagnose an air embolism. He believed there was one and noticed a change in the patient's neurological response. The patient is no longer under his care so he wasn't able to answer additional questions on her condition for me."